Manufacturer narrative:
Occupation ni equals lay user / patient. The event occurred in (B)(6).

Event description:
The customer complained of a questionable inr result from a pharmacy's coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The laboratory result from a venous sample was 5.3 inr. At the same time, using the same venous sample the result from the customer's coaguchek xs meter serial number (B)(4) using strip lot 34522112 expiration date 31-mar-2020 was 6.5 inr. One hour later, the result from the pharmacy's meter was 7.8 inr. The customer's therapeutic range was not provided. There was no allegation of an adverse event. It was noted that the customer is on two new medications: cordarone and digoxin. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.